Event description:
Two expedium screws and 3 instruments broke intra-operatively when introducing the screws into the ilium. The patient showed very osteoporotic bone in the lumbar segments. The ilium however was quite sclerotic. The taps have been used. When introducing the screw, first the tip of the screw driver broke. The screw however was only partially been introduced. Therefore the surgeons tried to block the polyaxiality of the screw head by turning the screw driver extensively in order to bring down the screw. It is when the screw heads detached from the screw shank. In addition the screw got stuck in the screw driver. Please note - (B)(6) confirmed it is actually on 2 instruments that broke intra-operatively not 3 instruments as above.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The exp ti poly screw 9mmx100mm [product code: 1797-12-999, lot no: unknown] was not returned to the complaints handling unit (chu) for evaluation. A device history record (DHR) review could not be performed for the expedium ti polyaxial screw-9x100mm [product code: 1797-12-999] as the lot number is unknown. Lot number was not provided by the customer. Sales rep has informed that this device will not be returned for evaluation. Without the return of the device in question we are unable to confirm the reported issue or identify the root cause. If the device is returned at a later date, the complaint will be reopened and the sample will be evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.